Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical fault occurred due damage on the driveline cable. The patient had repaired the outer sheath of their driveline, several times, using sticky, black, self-fusing tape. Upon removing the tape, visible damage to two driveline wires were noted. A splice repair and sheath repair were performed which involved a pump stop time of thirty seconds. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. The reported "electrical fault" event was confirmed via log analysis which revealed 1 electrical fault alarm recorded on (B)(6) 2018 at 11:43:23 due to an overcurrent condition resulting in the pump running on a single stator. Multiple high watt alarms were subsequently logged as a result of the pump running on a single stator. On site inspection revealed driveline damage confirming the reported event. A driveline splice procedure was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the electrical fault alarm may be attributed to a short in the driveline due to wires coming in contact with each other as a result of the damage induced to the driveline. If information is provided in the future, a supplemental report will be issued.